Event description:
Additional information received reported that the patient still had their device implanted. It was not programmed on so the patient was not receiving therapy at this time. The patient believed their stimulator was causing their hip pain. Her pain management physician had referred her to an orthopedic doctor and he stated it was the patient¿s si joint and she needed a hip replacement. It was not the stimulator causing her pain and it was not device related. The patient had been avoiding scheduling a date to have the device removed.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that past couple of months had been ¿bad for the patient.¿ the patient had pain in the groin area since (B)(6) 2013. The patient had hip injections in (B)(6) 2014. The patient went to the doctor in (B)(6). The patient was told that she needed a hip replacement. The patient was in a lot of pain. The patient stated that the stimulation device had been ruled out as a cause of the patient¿s pain. Later the manufacturing representative reported that the groin pain was completely unrelated to the spinal cord stimulator (scs). The manufacturing representative spoke with the nurse and the devices were working fine but the patient believed that it was due to the device. The doctor decided to explant the devices. No explant date was set.

Manufacturer narrative:
Concomitant medical products: product ID: 3550-39, lot# n358041, implanted: (B)(6) 2012, product type: accessory. Product ID: 37754, serial# (B)(4), product type: recharger. Product ID: 37746, serial# (B)(4), product type: programmer, patient. Product ID: 3778-60, serial# (B)(4), implanted: (B)(6) 2012, product type: lead. Product ID: 3778-60, serial# (B)(4), implanted: (B)(6) 2012, product type: lead. (B)(4).